Manufacturer narrative:
The investigation of access site bleeding and limb ischemia has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely use issue since adding additional sutures and surgicell resolved the bleeding. The root cause of the limb ischemia cannot be determined since the product was not returned and insufficient clinical details were provided. D4b added explant date.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support and there was significant oozing from the insertion site. Anticoagulation was withheld, manual pressure was held, and additional sutures were added. Four units of blood products and two units of platelets were administered. Additionally, the patient lost pulses in the lower extremities. Distal perfusion catheters were placed. The patient remains on impella support.